Event description:
It was reported that the radiofrequency ablation generator had a broken battery stabilizer and door, and that there was dirt on the front panel. It was further requested that it receive a test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.